Event description:
It was reported that the pump battery could not be charged. There was no reported impact on the customer's blood glucose level. The customer chose not to pursue further troubleshooting.